Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a sudden onset of severe symptoms, including vomiting, shortness of breath, feverishness, a severe migraine, and visual disturbances. At the time, the patient¿s cgm displayed readings between 100 to125 mg/dl. However, ketone testing indicated elevated levels, though no specific value was documented. In response to the symptoms, the patient administered insulin and was transported to the hospital by their spouse. Upon arrival, a fingerstick blood glucose test revealed a critically high reading of 730 mg/dl, despite the cgm still showing 100¿125 mg/dl. This discrepancy, along with the clinical presentation, was consistent with diabetic ketoacidosis (dka). The patient received immediate intravenous treatment, including insulin, saline, and potassium. Diagnostic evaluations included blood work, an electrocardiogram (ECG), a chest x-ray, and a CT scan. The patient was admitted to the intensive care unit (ICU) for three days. At the time of this report, no further medical evaluations or interventions have been documented. The patient continues to experience erratic blood glucose levels and has suffered a decline in vision, reportedly due to intraocular bleeding attributed to hyperglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced a sudden onset of severe symptoms. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.